Manufacturer narrative:
Batch review performed on 05 january 2018: lot 164893: (B)(4) items manufactured and released on 29 september 2016. Expiration date: 2021-09-19. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary femur std cemented size4r reference 02.07.2004r (k090988) lot. 140122: (B)(4) items manufactured and released on 11 march 2014. Expiration date: 2019-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size3/17mm reference 02.07.0317fuc (k090988) lot. 135575: (B)(4) items manufactured and released on 20 january 2014. Expiration date: 2018-11-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event.

Event description:
The patient had a primary knee in (B)(6) 2016. The patient came in due to signs of infection. The pathogen is unknown. The surgeon removed all medacta hardware and implanted a spacer. The date in which medacta product was revised is unknown. On (B)(6) 2017 medacta employee has been informed about the event. The surgeon plans to revise the spacer (to date, date unknown).